Event description:
It was reported by a patient's mother that the she was concerned the vns isn't working as well as it had in the past due to an increase in seizures over the last month. She stated the patient had a very big seizure two weeks prior, and had none since. It was reported the patient was not taking any anticonvulsant medication due to tolerance and non-adherence. No additional relevant information has been received to-date.

Manufacturer narrative:
Initial reporter, corrected data: the initial reporter's name was inadvertently not provided in the initial report.

Event description:
Information was received from the physician that the increase in seizures was not related to vns. It was stated the results of the most recent diagnostics show the device was not malfunctioning. The physician did not know if the seizures were at, above, or below the pre-vns baseline. It was stated the patient does not want to take the meds.